Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter and difficult insertion is confirmed. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and bends were observed in the stylet around the 39 cm marking. A functional test of attempting to pressurize the catheter with water using a 12 ml syringe revealed a small leak at the 39 cm depth marking where a sharp bend in the stylet occurred. A microscopic observation revealed a small, diagonally aligned split with inward curving edges at the 39 cm depth marking. The catheter was subsequently bisected longitudinally to observe the internal damage of the catheter. The inside surface of the catheter appeared to exhibit a longer split and more extensive damage than that of the outside surface of the catheter. Stylet damage occurs when the stylet is manipulated within the catheter, causing the catheter to split. Based on evaluation of the returned groshong catheter and the video, the complaint of a leaking catheter and difficulty with insertion is confirmed. The catheter fracture features were typical of abrasion damage caused by friction between the stylet and the catheter. Insertion techniques such as insertion angle or failure to pre-flush the device may have contributed to the failure of the device. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported that the insertion of the PICC catheter into this patient was not smooth. The catheter was eventually removed. It was found that the catheter leaked liquid and the guide wire inside was bent.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that the insertion of the PICC catheter into this patient was not smooth. The catheter was eventually removed. It was found that the catheter leaked liquid and the guide wire inside was bent.